Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 110024465, item name: g7 dual mobility liner, lot #: 706010. Item number: 010000985, item name: g7 freedom constrained liner, lot #: 6272326. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08217, 0001825034-2018-08218.

Event description:
It was reported during an initial hip arthroplasty two liners would not seat into the shell. The shell was removed after two liners were attempted to be implanted. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed that the liner is not fully seated in the shell. The rim of the liner can be seen protruding above the rim of the liner. The liner's post is off center when viewed through the threaded inserter hole in the shell. The rim of the shell is heavily scratched. The liner was removed from the shell using a surgical mallet to strike the post with a punch. The inner radius of the shell is scratched. No notable damage was observed to the scallop cutouts, locking groove, or screw holes in the shell. No dimensional analysis will be conducted at this time. 100% inspection at the time of production shows the device(s) met all dimensional specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 ¿ 08217 - 1, 0001825034 - 2018 ¿ 08218 - 1.

Event description:
No additional patient consequences were reported.